Event description:
It was reported that an atrial fibrillation (af) episode recorded by this subcutaneous implantable cardioverter defibrillator (s-ICD) system showed artifact oversensing. Technical services (ts) was consulted, and troubleshooting was recommended. Ts noted an electrode integrity issue is possible, and x-ray imaging was recommended. As per these recommendations, the patient was evaluated in clinic and troubleshooting was performed. Noise was reproducible when the patient leaned forward or when the local area field representative touched the device in the pocket. Sometimes, the noise was even observed when the patient was at rest. During automatic configuration, all vectors failed. As an electrode integrity issue was suspected, x-ray images were obtained and sent to ts for further review. In the meantime, device therapy was deactivated, and the patient was discharged with a life vest. The doctor will likely replace the system with an extravascular ICD system in the future. No adverse patient effects were reported. Additional information later received indicates the patient underwent a revision procedure, and their s-ICD system was explanted and replaced with an extravascular ICD system. The explant date was not reported and therefore is an estimate. Besides intervention, no other adverse patient effects were reported. Product return is not expected.

Manufacturer narrative:
At this time, product return is not expected; therefore, technical analysis cannot be conducted. Should the product be returned in the future, laboratory analysis will be performed, and an updated report will be issued.

Event description:
It was reported that an atrial fibrillation (af) episode recorded by this subcutaneous implantable cardioverter defibrillator (s-ICD) system showed artifact oversensing. Technical services (ts) was consulted, and troubleshooting was recommended. Ts noted an electrode integrity issue is possible, and x-ray imaging was recommended. As per these recommendations, the patient was evaluated in clinic and troubleshooting was performed. Noise was reproducible when the patient leaned forward or when the local area field representative touched the device in the pocket. Sometimes, the noise was even observed when the patient was at rest. During automatic configuration, all vectors failed. As an electrode integrity issue was suspected, x-ray images were obtained and sent to ts for further review. In the meantime, device therapy was deactivated, and the patient was discharged with a life vest. The doctor will likely replace the system with an extravascular ICD system in the future. No adverse patient effects were reported.